Event description:
It was reported that cadd legacy pump was alarming "no disposable clamp issue". No patient injury reported.

Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, screen scratched. The reported event was duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The pump "unit is beeping no disposable clamp" issue during the investigation. No disposable, high pressure, pump turned off, power down, and pump turned on messages were found in the pump's event history logs. Pump was here servicing for "over infusion and needs pm." The expulsor assembly was replaced to address the issue. Recommend a downstream occlusion sensor to be replaced.